Event description:
It was reported that the programmer would interrogate implantable cardioverter defibrillator's, but would not interrogate a certain type of pacemaker. The user cycle powered the programmer and manually entered the pacemaker type, but still no telemetry. Technical support (ts) suggested disconnecting and reconnecting the radio frequency (rf head) and using a donut magnet between the rf head and the pacemaker. Ts ultimately recommended the caller contact their local representative to replace the rf head. The status of the programmer is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).